Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: nineteen (19) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on two randomly selected samples and a leak was observed at the spike port bonding area of both samples. The reported condition was verified. The cause was not determined; however was most likely due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the membrane port. This was discovered prior to patient use. There was no patient involvement. No additional information is available.